Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found the front panel bezel had an approximately 1-inch crack across the top. During initial simulated treatment setup, there were multiple 5-volt warnings. During drain 3, an unexpected reset alarm occurred. While monitoring the diagnostic voltage display values, the power supply to ac distribution board connectors were wiggled and there was no effect on the voltage values. The load cell verification was within tolerance. The voltage check passed. Due to the encountered low fluctuating voltage, the measure voltage was adjusted to the maximum value, 5.08 volts. After adjusting the 5-volt measured value, an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test and valve actuation test passed. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had recent hernia surgery. Additional information was obtained from the patient. The patient confirmed the hernia was not pre-existing prior to the initiation of pd therapy (unknown date). The patient discovered a bulge at his navel (unknown date) and was diagnosed with an umbilical hernia. The patient was sent to the surgeon to schedule the hernia repair and also to have a hemodialysis catheter placed for post-surgical treatments. The patient underwent both surgeries in the same week (unknown date) approximately 10 days after the appointment with the surgeon. The patient completed hd therapy during the recovery period from the hernia repair. A week after the surgeries the patient was diagnosed with pneumonia and stated it was most likely hospital acquired. There was no allegation that the pneumonia was related to any fresenius product(s). The patient has since recovered from the hernia repair and returned to pd therapy. The patient received the new cycler (unconfirmed date) and has been utilizing for treatments. The patient is scheduled to go to the pd clinic for additional teaching with the new cycler. The patient¿s pd prescription was changed from 2,000ml to 2,500ml, however, the peritoneal dialysis registered nurse (pdrn) stated the volume might be too much. The patient has not experienced feeling full and has not been short of breath or had any other issues with the new volume. No further information was available. Clinical investigation: there is no documentation to show a causal relationship between the patient¿s umbilical hernia and pd therapy on the liberty cycler. However, there is a temporal relationship between pd therapy on the liberty cycler and the patient development of an umbilical hernia resulting in hernia repair. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. Based on the available information the liberty cycler can be excluded as the cause of the abdominal hernia, although the pd therapy itself with use of the cycler most likely contributed to the development of the umbilical hernia.